Event description:
During a laparoscopic adrenalectomy procedure, the distal part of the active blade broke in the middle. The case was completed with another like device. There was no reported patient consequence.